Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding that customer was in emergency medical assistance due to low blood glucose on june 28, 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was in a vehicle accident that ended up with her in a body of water. The customer had a high of 271 mg/dl and did not treat for this high. The customer was wearing the insulin pump during the incident and reported over delivery. Troubleshooting was not completed as the customer discontinued use of the pump and did not have it available. The customer was using the recalled infusion sets. The device will be returned for analysis.